Event description:
The customer reported that the screens were constantly flickering on and off, contributing to a loss of live image. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.